Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was found partially detached near the lap joint section and the guidewire exit port and the distal section of the tip were in good condition. Functional test on a guidewire that was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the as reported code of difficult to cross lesion cannot be confirmed.

Event description:
Reportable based on device analysis completed on 10 may 2024. It was reported that visualization issues occurred. The 95% stenosed target 13mm x 3.0mm lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter was unable to cross the lesion, even after repeated attempts. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was partially detached near the lap joint section.